Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the balloon had fallen off the scope. Per the report, the user pulled the scope out and the balloon had fallen off the scope. The issue occurred during a therapeutic endo bronchial ultrasound procedure. The procedure was completed using another balloon. There were no reports of patient harm. This report is related to report under patient identifier (B)(6).

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.